Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. H3 other text: device not returned.

Event description:
It was reported that the patient's right hip was revised due to trunnionosis. A stem, head and liner were revised to a restoration modular stem construct with another head and liner. Rep confirmed that there were no allegations against the revised liner, and that no further information is available from the hospital or surgeon.